Event description:
It was reported that erroneous results occurred during use with the bd facslyric¿, and were reported to a clinician. MDR safety checklist: patient samples: did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required. Yes. Was an erroneous laboratory result from the bdb product reported to a clinician? If yes, go to question #3. If no, no further questions required. Yes. Customer reported about bad results.

Manufacturer narrative:
Investigation summary: based on the investigation results, the reported issue of erroneous results was not confirmed. Based on the customers report of an incident of erroneous results, an fse was deployed onsite to troubleshoot the issue. Upon running tests on the instrument, no issue could be found. There was no impact to customer or patient safety due to this event. A return sample was not requested for evaluation as no parts were replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: na e.1. Initial reporter address 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with the bd facslyric¿ and were reported to a clinician. MDR safety checklist ¿ patient samples: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required. Yes 2. Was an erroneous laboratory result from the bdb product reported to a clinician? If yes, go to question #3. If no, no further questions required. Yes, customer reported about bad results.